Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the auto bolus, the customer's blood glucose (bg) level lowered to 22 mg/dl. Customer went to the emergency room and was admitted into the intensive care unit. Customer was treated with intravenous fluids of saline which resolved the issue. At the time of the report with tandem technical support, the customer was still admitted to the hospital with no known damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.